Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the up and down arrow buttons were not responding on the patient's onetouch ping meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 3 weeks prior to contacting lfs. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine at the time of the alleged issue; however, on the morning of (B)(6) 2012, the patient reportedly administered self her usual dose of humalog insulin (15.2 units). About 4 hours after the start of the alleged issue, the reporter claims the patient had symptoms of vomiting and sweating. Additional treatment was not specified. The reporter denied the patient tested on another device. The reporter advised the alleged product issues were intermittent. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the up and down button issues can lead to the patient's symptoms. The linkage between the reported product issues and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the button issues occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.